Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mini trek device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 90% stenosed, mildly calcified, mildly tortuous, mid left anterior descending coronary artery. An attempt was made to pre-dilate the lesion with a 2.0x15mm mini trek balloon dilatation catheter (bdc) but the balloon ruptured at 12 atmospheres, due to calcification. Another attempt at pre-dilatation was made with a 2.5x15mm trek bdc, but that balloon also ruptured. A cutting bdc was used to successfully pre-dilate the lesion, and the procedure was successfully completed with implantation of a 2.5x18mm xience xpedition. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficult to remove protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.